Manufacturer narrative:
(B)(4): device manufacture date: february 2 or 9, 2017. One (1) 90-7043 debakey d-touch clamp 5mm 32cm 25mm jaw was returned for evaluation as the complaint sample. The lot code of a17 was produced (B)(6) 2017. The sample was observed to have minimal wear (marks and scratches) on the handle. No notable wear marks were found otherwise of the sample. Functionally, the jaws would not actuate with the movement of the handle. The jaws only moved if force was applied directly to them. The pin between the jaw and clevis was still holding both appropriate parts together. The links between the actuating rod and the jaws were only attached to the jaws as the end of each link normally connected to the actuating rod was free floating. This possibly indicates that the pin between the actuating rod and the link was no longer in place. To examine the a17 endoscopic device, assistance was provided by a quality inspector, a production engineer, production operator and a production supervisor. When observing initially through the hole in the clevis, it could be determined that the links were no longer connected to the actuating rod and the actuating rod was broken, specifically on one side. None of the previously mentioned personnel could operate the sample as intended in its current state. After initially observing the sample, it was disassembled for further observations. The screw between the clevis and the jaw was removed by breaking the clevis. After disassembly, the sample was observed to no longer exhibit the pin between the links and the actuating rod. The lack of connection between the links and the actuating rod was the cause of the jaws lack of function. After observations, the actuating rod was measured. Post production of the actuating rod, when the assembly occurs, a certain amount of the actuating rod is ground down. For this grinding action, as much as 1.000in from the end of the actuating rod that connects to the jaw, can be ground to .040+/-.005in. This overall sample¿s actuating rod measured .032in, which is smaller than the required tolerance, and when measuring specifically the side that broke the thickness of the actuating rod decreases to .022in. This sample¿s area in question was most probably ground below the tolerance accepted. No other areas of the sample were seen to add to the defect mode of the sample in question and the failure mode per the customer description was confirmed. Based on the experience and knowledge of the personnel in question and the evidence displayed, the observed actuating rod looks as if it could have been manufactured too thin around the pin hole. The thickness of the actuating rod, specifically on the broken side, shows a taper much smaller than the required dimensions. As the actuating rod was manufactured too thin, it is likely that the weakened nature (from a minimum tolerance acceptance of .035in. To an actual dimension of .022in.) Of the metal was the main root cause of the defect mode. Based upon the type of break the actuating rod indicates force to the actuating rod via jaw may have been a contributing factor, but it is probable that the actuating rod would not have broken if made to correct specifications. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. Conclusion(s): cfn ¿ operator error manufacturing personnel did not follow processes to manufacture conforming sp90-7043 products within specifications. The sample¿s actuating rod was noted to be overground per assembly print. The appropriate personnel have been notified. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, the snowden pence broke in the middle of a case, inside the patient. On (B)(6) 2017 the customer reported the product number was snowden pencer 90-7043, (no date code provided) the date of the event was (B)(6) 2017, the patient was a (B)(6)year old female (B)(6) kg, there was no patient injury or intervention, she was stable after the event, the surgeon was using the device when it broke inside the patient's abdomen, the device was pulled back out of the trocar and when doing do a tiny metal pin flew out of the trocar and hit the scrub tech's mayo stand. The patient required an additional x-ray. The device was removed and is now being sent to you (manufacturer) to investigate. The gastric sleeve was completed as planned. The facility will not be reporting the event.